Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the pulse generator header. The lead was inserted after additional attempts. The electrical values tested normal. The lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.